Event description:
Healthcare professional reporting, capsular contracture, (unknown baker grade). This relates to the right device. Device was explanted and replaced with an allergan device.

Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, (unknown baker grade).

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reporting capsular contracture ( unknown baker grade). This relates to the right device. Device was explanted and replaced with an allergan device.